Manufacturer narrative:
(B)(4). Batch # k5e30e. The analysis results confirmed that the ems device was received with no apparent damaged. After further inspection, it was noted that the precock was damaged. No functional test was performed due the condition on the precock. The device was disassembled to verify the integrity of the internal components; the returned spring post was found damaged, not allowing the precock mechanism to work properly. While no conclusion could be reached on what caused the driver link to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic hernia repair, the firing force was higher than expected and the staples were not deployed at the 1st firing on ligaments. When the doctor tried to grip the handle harder, the gear of the trigger was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.